Event description:
Boston scientific received information that during the implant procedure, this right ventricular lead exhibited impedances greater than 3,500 ohms. The lead was removed and successfully replaced. The procedure was completed with normal measurements. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. Visual inspection noted the helix was fully retracted, with dried blood in the helix mechanism and up through the lead's lumen. The distal tip was bent at an eight-degree angle between the helix housing and electrode ring. Resistance testing was then performed on the lead, verifying the electrical performance. Pressure testing could not be completed, due to a cut in the outer insulation of the helix housing. The electrode end of the flextend lead is designed to be somewhat flexible to decrease the risk of myocardial perforation during the implant procedure. Through our investigations we have concluded that if the silicone insulation is flexed to a certain point, the metal coil may become permanently deformed, resulting in a bend. On rare occasion, bends in this area can occur when the lead is being passed through a hemostatic introducer or tight venous anatomy. Laboratory analysis determined that the damage noted on this lead was most likely induced/caused during the implant procedure. Testing could not confirm the reported out-of-range pacing impedance measurements, as the lead was electrically continuous.